Event description:
Patient claims the sole of the equalizer air walker delaminated causing her to trip and sprain her sound ankle. She had a preexisting injury and claims this delayed her return to work.